Event description:
It was reported by the rep the device was used during a laparoscopic spine implant. It was reported the circular ring of silicone tore out of the seal of the 355sd and fell into pt. Normal 5mm device instrumentation was being used. The piece was retrieved. The trocar was replaced. There was no consequence to the pt.